Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip and cracked case at the display window corner. No unexpected pieces of plastic coming off from reservoir tube noted. No moisture damage was found on the electronics, motor, battery tube and vibrator assembly noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that reservoir compartment was breaking off. The customer's blood glucose was 481 mg/dl at the time of incident. The customer stated that she treated her high blood glucose with manual injections. The customer stated that the insulin pump was dropped. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.